Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 7x25 mm eccentric target lesion was located in the severely calcified iliac artery. After introduction of a pt2 guide wire, predilation was performed using a 5.0/20 wanda catheter balloon. A 7.0x30x135cm express® ld iliac / biliary stent was selected for use and advanced but failed to cross the lesion. Device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).